Event description:
It was reported that following a rotational atherectomy procedure, a pt death occurred. The 95% stenosed concentric lesion was a restenosis of a severely calcified and tortuous unspecified vessel. The lesion was 20mm long and the vessel diameter was 3.0mm. The procedure was a rotational atherectomy procedure without any reported complications. The procedure was completed successfully. The pt had then been removed from artificial respiration and was stable. The pt was treated at an unk time for thrombus with 3 non-bsc stents, however, the pt died 3 days following this procedure, due to thrombus in the main artery stem. In the opinion of the physician, there was no indication that this device was involved in the death as the procedure was completed successfully with no malfunction of the device. However, no further info was provided.

Manufacturer narrative:
An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unk and the mfg records for the complaint device could not be reviewed. The root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.